Event description:
Edwards received notification from our affiliate in (B)(4). As reported, a patient underwent an implant of a sapien valve, in aortic position. 18 months post implant, the patient was taken for surgery for coronary artery bypass and the surgeon decided to replace the aortic sapien valve due to unknown reasons. The sapien valve had not been of concern and the decision was made by the surgeon at the time. No additional details were able to be obtained.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. In this case, the exact valve model number is not available. Therefore, sections of this report will reflect an unknown edwards sapien transcatheter heart valve. The possible PMA numbers associated with an edwards sapien transcatheter heart valve are listed below; sections of this report will remain blank. P110021- edwards sapien transcatheter heart valve; p130009 - edwards sapien xt transcatheter heart valve; p140031- edwards sapien 3 transcatheter heart valve with commander delivery system (tf indication). Device not returned.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve explant for unknown reasons was unable to be confirmed due to unavailability of returned device/relevant imagery/medical records. Since the valve serial number was not provided, a review of the DHR was unable to be performed to confirm that no manufacturing non-conformances potentially contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, ''when patient was taken for surgery for coronary artery bypass, surgeon decided to replace the aortic sapien valve. The sapien valve had not been of concern, decision was made by the surgeon at the time''. There was no indication or allegation that a product deficiency contributed to the event. The reason for explanting the valve approximately 18 months post-tavr was not uncovered in the medical records or in the investigation process. Due to limited information provided, a definitive root cause was unable to be determined at this time. No IFU/labeling/training manual inadequacies or manufacturing non-conformances were identified. Therefore, no corrective/ or preventative actions nor product risk assessment (pra) are required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.